Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was no longer able to charge the pump with the usb cable and wall adapter. The customer was able to successfully charge the pump with a different charging cable and wall adapter. There was no reported impact to the customer's blood glucose level. A replacement usb cable and wall adaptor was sent to the customer.